Event description:
It was reported patient underwent replacement of an internal jugular catheter (B)(6) 2010 with local anesthesia and things were going well until the end of the procedure when the patient complained of shortness of breath, chest pain, condition deteriorated and then was resuscitated for 25 minutes without success. The patient died. An autopsy was performed and cause of death has been requested and not received. Follow up with the clinic reported the patient had been very sick and "there is no allegation of device relatedness to the cause of death - they had no performance concerns."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Event description:
It was reported patient underwent replacement of internal jugular catheter (B)(6) 2010 with local anesthesia and things were going well until end of procedure when patient complained of shortness of breath, chest pain, condition deteriorated and then was resuscitated for 25 minutes without success. The patient died. An autopsy was performed and cause of death has been requested and not received. Follow up with clinic reported patient had been very sick and "there is no allegation of device relatedness to the cause of death - they had no performance concerns." Later reported patient presented to ER on (B)(6) 2010 complaining of shaking and chills during dialysis, feeling weak and falling (no head trauma or loss of consciousness), shortness of breath, and edema of extremities. Blood cultures drawn at dialysis positive for gram negative rods. Treated with IV antibiotics. Diagnosed in ER with fever, rule out bacteremia and admitted to hospital. Patient died 5 days later.